Event description:
It was reported that an unspecified wire was advanced into the anatomy. The proximal end was bent so, using hemostats, the proximal end was straightened. The 3.5x18mm xience v rx was advanced over the wire and taken to the lesion. During attempted inflation, dye was seen coming out of the shaft of the device. The stent delivery system and the wire were removed and a new wire and stent delivery system were used successfully. Reportedly, the physician felt that the cause of the tear in the shaft of the stent delivery system was from the wire that was straightened and not due to a device failure. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2012, provided as occurring approximately 2 weeks ago. Evaluation summary: the device was returned for evaluation. The shaft tear was confirmed. Damaged by another device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.